Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set was primed with ns and loaded into the alaris pump, infused for a couple of hours then the pump began beeping and the "door popped open". Upon inspection the tubing was found to have an "aneurysm" at the top of the pump segment. There was no report of patient harm or medical intervention.